Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, two (2) drill bits broke when the motor was rotating successively. The devices broke outside the patient area prior to being used on the patient. Surgeon used another drill bit to complete the procedure successfully with no significant surgical delay. No impact to the patient was reported. This report is for one (1) matrixmandible 1.8mm drill bit. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI a device history record review was performed for the subject device: DHR review part number: 03.503.461 synthes lot number: u256900 . Supplier lot number: u256900 . Release to warehouse date: 11-apr-2017. Supplier: orchid unique . Manufacturing site: monument . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. An investigation was performed for the subject device: investigation selection investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the drill bit was found broken and bent. Furthermore, there are nicks and wear and tear signs on drill bit surfaces. The broken fragment with the flute is missing. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: not required per selected investigation flow as root cause is use related. Summary: our investigation shows that complaint condition is confirmed due to the breakage. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. Because of the damage and the missing fragment the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.